Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an interrogation, this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during an in-clinic check. It was noted that the patient was not dependent on pacing, however, the patient was feeling a thumping in their chest as a result of an increase in pacing as well as the unipolar pacing, which are non-programmable in safety mode. It was also noted this would be reviewed with the medical doctor (md). This crt-p was explanted and successfully replaced. This crt-p has not been returned to boston scientific and no additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, the investigation conclusion code cause not established was selected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during an interrogation, this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during an in-clinic check. It was noted that the patient was not dependent on pacing, however, the patient was feeling a thumping in their chest as a result of an increase in pacing as well as the unipolar pacing, which are non-programmable in safety mode. It was also noted this would be reviewed with the medical doctor (md). This crt-p was explanted and successfully replaced. This crt-p has not been returned to boston scientific and no additional adverse patient effects were reported.